Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the reload on a handle during the third sequential firing to transect the stomach in a laparoscopic gastric bypass roux-en-y, the staple reload was completely on tissue and fired as normal, but upon pulling back the black knife blade return knobs, the surgeon had trouble getting the jaws to open and release from the tissue. The surgeon squeezed the handle into the closed position again and then pulled on the black return knobs and the jaws opened some but was still seemed stuck while trying to back the reload off the tissue. When it got released from the tissue, there were staples that did not look formed, and it appeared that only some staples were present toward the more central and distal portion of the staple line. It looked there were only some of the most outer rows' staples present with the middle and innermost staples closest to the cut line were not present. A suture was used on the stomach pouch side staple line to over sew and another reload was used to completely transect off the portion of the stomach on the remnant side where the incomplete staple line was located. There was an unanticipated tissue loss.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five device. Visual inspection of the returned product noted that reload 1 was fully fired. There were two properly formed staples one the cartridge, one at the distal end and one at the proximal end. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. Visual inspection of the returned product noted that reload 2, 3, and 4 were fully fired. Microscopic evaluation noted that the reloads had damage to the cutting edge of the knife blades. The clamping mechanisms were deformed. Visual inspection of the returned product noted that reload 5 was fully fired. One malformed staple was observed on the cartridge. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Pmv performed functional testing. All five reloads were loaded into the returned listed instrument for functional testing. The interlocks were overridden and the reloads were cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. There were no issues retr acting the black knobs and unloading the reloads from the returned instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of obstruction and thick tissue damage that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism and partially flushed staple pushers. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, stap les may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for ex ample, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.